Event description:
It was reported that there was a lead alert and the lead was fractured. It was also noted that there was high impedance and oversensing on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The distal conductor was fractured. The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism.